Manufacturer narrative:
No report of patient involvement. (B)(4). Ge healthcare recommended to check/replace the drive gas check valve.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.